Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a black screen while bolusing. The insulin pump alarmed watchdog timeout three times. The insulin pump also alarmed unexpected restart and clock monitor frequency error. Customer's blood glucose level was not reported. He was unable to perform the self-test because the insulin pump had a full black screen. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic assembly. Unable to verify 12, 13 and a21 alarm due to blank display anomaly. The insulin pump had minor scratched lcd window, cracked case near the display window corners and cracked reservoir tube lip.